Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6), 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6)2012, explanted: (B)(6) 2014, product type: lead, product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. (B)(4).

Event description:
Additional information received reported on the night of the explant, the patient's seizures "came back with vengeance". It was noted that seizures were one of the reasons for the explant and that the seizures were getting worse. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.

Event description:
The therapy worked great for a while after it was implanted. The patient started to feel a vibration in his body and he turned the ins off about 6-8 months after the device was implanted. The vibration and seizures continued. The company representative came in to make sure the ins was turned off. The patient continued to have seizures which became worse. The device was explanted last week. When the ins was taken out the patient continued to have seizures. The therapy solved a problem the patient had with ¿burning¿ in his legs, he has not had that problem since he had the ins implanted. Additional information has been requested.